Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code is entered as "00000" to meet the maximum allowable characters. Initial reporter zip code is (B)(6).

Event description:
The customer reported the rad-5 device had inaccurately low spo2 measurements. No patient impact or consequences were reported.

Event description:
The customer reported the rad-5 device had inaccurately low spo2 measurements. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. No product performance issues related to spo2 and pulse rate were identified. The device was found to visually and audibly alarm during alarm conditions. The device was determined to be functioning as designed. The customer returned the cable and the sensor along with the device. The cable and the sensor were investigated. The cable was found to be functioning as designed and passed spo2 and pulse rate simulation tests. The sensor had physical damage; however, was functioning electrically as designed and passed spo2 and pulse rate simulation tests. The reported issue was unable to be confirmed. Initial reporter zip code is entered as "00000" to meet the maximum allowable characters. Initial reporter zip code is (B)(6).